Event description:
Customer can get the blood glucose down. Customer has high blood glucose. The current blood glucose reading is 303 mg/dl. Customer treated with manual injection. Customer is thirsty and tired. During troubleshooting, time and date are correct. Programming is correct. The high pressure test failed twice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.